Event description:
Doctor reports they did not oil the device before this event occurred. Blackish debris occurs intermittently since device was new in october. When teeth are being cleaned and the device comes in contact with saliva and black appears. Seems to be coming from area where the disposable cup attaches. No patient harm. When they run device in water no black material occurs.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.